Event description:
The customer reported being hospitalized for low blood glucose. The blood glucose reading was 17mg/dl. The customer stated that prior to her admission she ate and noticed that her blood glucose was low. The customer treated with juice, but her glucose level went down. Troubleshooting was performed. The device passed the displacement test and the settings in the pump were correct. The customer mentioned that the insulin pump was taken through a CT scan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.